Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during a follow-up performed on (B)(6) 2018, one vf episode showing ventricular noise oversensing, suggestive of myocardial potentials, was observed in the device memory. The noise could not be reproduced by isometric test. The ventricular sensitivity threshold was reprogrammed from 0.4 mv to 0.6mv and it was decided to monitor the patient. Preliminary analysis results showed that the observed noise most probably resulted from electromagnetic interferences (emi) and/or myopotentials.

Event description:
Reportedly, during a follow-up performed on 17 may 2018, one vf episode showing ventricular noise oversensing, suggestive of myocardial potentials, was observed in the device memory. The noise could not be reproduced by isometric test. The ventricular sensitivity threshold was reprogrammed from 0.4 mv to 0.6mv and it was decided to monitor the patient. Preliminary analysis results showed that the observed noise most probably resulted from electromagnetic interferences (emi) and/or myopotentials.

Manufacturer narrative:
Please refer to the attached analysis report.